Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was experiencing torsade de pointes type ventricular tachycardia which caused hemodynamic failure, and the impella cp device was introduced. The implanted impella cp pump experienced a positioning issue during patient support. It was noted an "impella position in aorta" alarm appeared, and the pigtail was found in the left ventricle. Repositioning proved to be difficult, and the decision was made to explant the pump. An intra-aortic balloon pump was subsequently placed for ongoing support. There was no patient harm resulting from the positioning issue. Information subsequently received noted the patient expired. However, medical safety review of the information noted there is not enough information to associate use of the impella device with the patient's demise.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device nor data logs were returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of positioning issue was most likely patient condition related.